Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent failed laparoscopic burch, gsui due to sui, chronic pelvic pain, rectocele, cystocele, vaginal band/adhesions. It was reported that patient also had the following surgical procedures on these dates noted: diagnostic laparoscopic w/right ovarian cystectomy and cauterization of right ovary-(B)(6) 2004, operative laparoscopy w/right salpingo-oophorectomy-(B)(6) 2004, operative laparoscopy w/excision right adnexal scar tissue, peritoneal excisitional biopsy of endometriosis in the cul-de-sac, left salpingo-oophorectomy, lysis of adhesions and diagnostic cystoscopy-(B)(6) 2004, stamey needle suspension, vaginal hysterectomy, mesh endometriosis, bilateral oophorectomies, bladder surgery, excisition of right half mesh-(B)(6) 2005, repeat burch retropubic urethropexy, lysis of adhesions in the space of retzins and telescopy, ant vesicourethropexy/urethropexy, complications-(B)(6) 2005, removal of foreign body in bladder-(B)(6) 2005, synthetic implant urinary-(B)(6) 2005, cysto-removal of foreign body in the urethra and bladder (B)(6) 2006, resection and removal of body urethral diverticulum-(B)(6) 2006, resection of foreign body in urethra-(B)(6) 2006, resection of foreign body in urethra and bladder-(B)(6) 2006, adhesion of round ligament and probable ovarian remnant to vaginal cuff- (B)(6) 2006, traditional suburethral sling procedure using precision twist and xenograft, ant and post colporrhaphy extensive urethrolysis and cystoscopy-(B)(6) 2007.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.